Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for a routine generator replacement. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted and the lead remains implanted.